Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to manufacture report 2032227-2015-09782.

Event description:
It was reported that the customer was experiencing high blood glucose and stated there were air bubbles in the reservoir. Troubleshooting was done. Customer's blood glucose was 454 mg/dl. The customer was advised the infusion set would be replaced. No further information provided.